Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer blood glucose level was elevated.

Manufacturer narrative:
Followup: 12/22/2014: customer reported that infusion set site was changed and "things were going fine at this time." The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.